Event description:
During surgery, the wires were used and as the tendon was pulled up toward the cranium, the wires snapped on both sides separately. Surgery was prolonged about 2.5 hours. The desired outcome was not achieved; the wire ends were disposed of and the rest of the wires were left in situ. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device was broken upon insertion, therefore not considered implanted. Orchid unique manufactured the 28 gauge ti wire with needle for (B)(4) pieces delivered on october 29, 2013. Initially, the part conformed to the supplier¿s certificate of conformance, dated october 23, 2013, and synthes final inspection sheet. The parts were released on november 5, 2013. Synthes (B)(4) packaged, labeled and sterile packaged them with new lot #7530690 for (B)(4) pieces. The parts were released to the warehouse november 14, 2013. There were no material record reviews, nonconformance reports, or complaint related issues with this lot. The 28 gauge ti wire with needle was made to the synthes drawing released on october 27, 2009. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.